Manufacturer narrative:
Based on the claim against the product by the customer noting a slower motion of instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and reported failure was replicated/confirmed. The instrument was found to have failed intuitive motion. The instrument passed the recognition and engagement test, however when driven the instrument grips moved in the opposite direction of the hand controls. The instrument was inspected and found to have a loose pitch cable at the distal end which was responsible for the unintuitive motion. The complaint regarding motion issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical w/ lymphadenectomy surgical procedure, the movements of the fenestrated bipolar forceps were slower compared to other instruments. The arm was re-draped, trocars and seals were checked. The problem wasn't due to the arm because the effect remained the same when the instrument was installed on a different arm. The procedure was completed with no reported injury using a backup instrument. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.